Event description:
Upon deployment of the excluder aortic extender, the device was found to have covered the left renal artery. Wire access for stenting was not possible and creatine level was acceptable so no further intervention was deemed neccessary by the physician.